Event description:
It was reported that "the patient was given the "tracheal intubation procedure." After the operation was successful, the ventilator was connected for assisted ventilation. The ventilator showed a leakage alarm. The balloon was inflated. However, it was found that the balloon could not be fully filled. The tracheal tube was immediately replaced, and after inflating the balloon, the ventilator was connected for assisted ventilation. The alarm was then resolved." No patient harm or injury reported.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a